Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. On an unreported date, approximately four months prior to receipt of this report, the patient was hospitalized for the peritonitis and another indication for approximately four months. Treatment during hospitalization was not reported. At the time of this report, the patient had just been discharged from the hospital (date unspecified). The outcome of the peritonitis was not reported. The action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.